Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure the device went through initial testing fine. When they were using the device on the uterine pedicle, the device was working intermittently. The device was not coagulating the vessel. A second and third device was pulled and the same thing occurred. They could not stop the bleeding. The case was converted to an open procedure. The patient had a blood loss of 750cc. Sutures were used to complete the case and control the bleeding. Unknown if the patient received a blood transfusion. Devices discarded. The patient received 2 units of rbc's pre and post op totally four units. She had not been given steroids, but is diabetic. She has copd . Her uterus was 10.5cm x9.5x cm x 5.5 cm when measured post op. The procedure was converted to open due to the bleeding. The patient had experienced a topic pregnancy and they did encounter some adhesions.